Event description:
(B)(4) 2013 - rbs -the dealer reported that the m91 power wheelchair would intermittently log on, and it would display a seven flash error code alert. There was no patient injury reported.